Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Patient demographics requested however not provided.

Event description:
It was reported that the rn activated the roller clamp and noticed that saline was flowing out of the lowest y-site port. When connected to patient IV cathlon. There was no reported patient harm per customer.